Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including functional and degenerative mitral regurgitation, prior heart failure hospitalization, heart failure, hypertension, dyslipidemia, diabetes, chronic kidney disease, dialysis dependent, atrial fibrillation, liver cirrhosis, copd, peripheral artery disease. Complications reported included death, heart failure, hospitalization, bleeding, recurrent mitral regurgitation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: death date is estimated b3: event date is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature: clinical impact of early changes in serum albumin on patient prognosis after mitral-transcatheter edge-to-edge repair.

Event description:
The article "clinical impact of early changes in serum albumin on patient prognosis after mitral-transcatheter edge-to-edge repair" was reviewed. The article presented a retrospective multi center study, to evaluate e the association between early albumin changes and clinical outcomes after mitral transcatheter edge-to-edge repair (m-teer); and to identify the associated factors. Devices mentioned include mitraclip. The article concluded that early improvement in -albumin may serve as a measure of procedural benefits and a surrogate marker for predicting clinical outcomes after m-teer. [The primary author and corresponding author was masanori yamamoto md at nagoya heart center, nagoya aichi, japan with corresponding email: masa-nori@nms.ac.jp. The time frame of the study was april 2018 and june 2023. A total of 3764 patients were included in this study, of which all received an abbott device. Average age was 79 and majority sex was male. Comorbidities included functional and degenerative mitral regurgitation, prior heart failure hospitalization, heart failure, hypertension, dyslipidemia, diabetes, chronic kidney disease, dialysis dependent, atrial fibrillation, liver cirrhosis, copd, peripheral artery disease. Peri and post-procedural complications included death, heart failure hospitalization, bleeding, recurrent mitral regurgitation.